Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when removing the plunger from the device the suture was not retrieved; just the link, as a posterior cuff miss occurred. After the procedure, the posterior part of the foot plate was noted to have snapped off. The location of the foot is unknown. Hemostasis was achieved using another proglide device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Analysis of the returned device found that the posterior portion of the foot was broken off and was not returned. The lever, suture, sheath, guide, and needle tip components were within specifications. Due to the broken posterior foot the needle trajectory test could not be performed. Cuff-miss and foot break have similar results; therefore, the reported experience is confirmed. Based on the investigation findings, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, and breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. The needle trajectory for each device is tested twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.